Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: MFR. Report# 2955842-2007-00290, MFR. Report# 2955842-2007-00291.

Manufacturer narrative:
The accessory was returned and evaluated. Engineering observed a small ledge on the inner diameter of the cannula at the bowl/tube interface. It was determined that the ledge has the potential to cause instrument scraping in certain loading conditions. Site had previously returned a scraped instrument, see MFR. Report #2955842-2007-00250.